Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that there was cracked and damaged housing, the upper and lower cases as well as the battery drawer were broken. Analysis also found that the side bails, side bail covers, ring, ring cover and two case screws were missing, that the lower case was contaminated, the battery contacts were compressed and that the liquid crystal display was missing pixels. (B)(4).

Event description:
It was reported that the external pulse generator had cracked and damaged housing. The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement